Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. The customer also reported they were unable to exit from the rewind mode. The customer's blood glucose was 247 mg/dl at the time of incident. The customer stated they have tried all remedies for the no delivery alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.